Event description:
Customer's mother reported customer was at the mall and her insulin pump stopped working. There were air bubbles in the tubing. Customer had eaten lunch and every time she tried to bolus, the device alarmed no delivery. Customer had air bubbles in the device two days ago and her blood glucose went to about 400 mg/dl. Customer changed her infusion set twice and the air bubbles were gone. Customer's current blood glucose is 376 mg/dl. She changed her infusion set. In troubleshooting, it was found that customer was not letting the insulin come to room temperature before using it, causing the air bubbles. Customer was advised of proper insulin storing methods. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).